Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a detach distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to correct h6 medical device problem code and component code.

Event description:
No additional information received from customer.